Manufacturer narrative:
.

Event description:
It was reported that the patient experiencing fatigue presented to the clinic for a routine follow up. Upon interrogation, the pulse generator was found in backup vvi mode. A device download was successfully performed and normal device function resumed.